Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the distal connector of the lead was extrinsically bent. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the lead was attempted to be implanted but not used due to placement difficulty. The lead helix was found to be in the retracted position and could not be extended. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.